Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the pericardial 12010 sump got caught in the patient's mitral valve chords. The product was replaced. The customer stated they were unable to retrieve all parts of the cannula from the patient.

Manufacturer narrative:
The physician stated because they used the sump incorrectly as an intracardiac sump, the metal tips got stuck in the mitral chords. They had to cut off the tip off the 12010 sump during the procedure. A small metal coil stuck remained in the mitral chords that could not be removed. Product analysis shows the tip has been cut from the device and the metal tip is separated from the removed section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation: visual inspection of the returned device verified that the tip was damaged and there appeared to be damage to the tubing as well. Additional inspection under the microscope in the area tip observed what appears to be an angular nick or cut. The weighted tip was also damaged with parts of the coils still attached and appears to have been broken off from the other portion of the sump assembly. The long tubing that was attached to the sump assembly was also found to be separated and appears to be an angular cut. The quality process checks that are in place would not allow a defect like that of complaint device to pass through our system, and likely occurred after it left our facility. Conclusion: the difficulty removing this device was caused by improper use by the medical professional. The instructions for use and the device labeling state "the pericardial sump is not intended to be placed through a valve to drain a closed cardiac chamber." During this procedure the pericardial sump was placed into the patient's mitral valve contraindicating the warning on the device's labeling. The device history record could not be reviewed as the lot number was not provided. A review of previous complaints for this model indicated no trends warranting escalation. The customer stated they were unable to retrieve all parts of the cannula from the patient and a metal coil from the pericardial sump was still stuck in the patient's mitral chords. There were no other reported adverse patient effects as a result of this product issue. The current status of the patient is stable and the course of action to remove the coil at this time is unknown. Medtronic will continue to monitor for future occurrences and trends. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the pericardial 12010 sump got caught in the patient's mitral valve chords. The product was replaced. The customer stated they were unable to retrieve all parts of the cannula from patient. A metal coil from the pericardial sump is still stuck in the patient's mitral chords. There were no other reported adverse patient effects as a result of this product issue.